Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited out of range high voltage lead impedance. Lead extraction was discussed. The patient was in a stable condition.

Event description:
New information states that no intervention was performed.